Event description:
The patient is an adolescent with a history of catecholamine induced ventricular fibrillation and cardiac arrest. He has normal left ventricular systolic function. He received his initial ICD system after suffering an out of hospital cardiac arrest. Approximately 1 month ago, he was at the dinner table, got up and was carrying his plate and received a shock from his defibrillator. On interrogation of his device, shocks were inappropriate and secondary to likely fractured right ventricular (rv) lead conductor fracture. Per his request, his defibrillator was turned off. He was admitted for ICD lead removal with submuscular implantation of his ICD. After the rv lead was completely extracted, it was noted that a 2mm portion of the lead had fractured.since the ICD was almost 3.5 years old, it was not uncommon to change it out. The patient is doing well. Manufacturer response (as per reporter) for aicd generator, aicd generatorawaiting response. Manufacturer response (as per reporter) for aicd rv lead, aicd rv leadawaiting response.

Event description:
The patient is an adolescent with a history of catecholamine induced ventricular fibrillation and cardiac arrest. He has normal left ventricular systolic function. He received his initial ICD system after suffering an out of hospital cardiac arrest. Approximately 1 month ago, he was at the dinner table, got up and was carrying his plate and received a shock from his defibrillator. On interrogation of his device, shocks were inappropriate and secondary to likely fractured right ventricular (rv) lead conductor fracture. Per his request, his defibrillator was turned off. He was admitted for ICD lead removal with submuscular implantation of his ICD. After the rv lead was completely extracted, it was noted that a 2mm portion of the lead had fractured.since the ICD was almost 3.5 years old, it was not uncommon to change it out. The patient is doing well. Manufacturer response (as per reporter) for aicd generator, aicd generatorawaiting response. Manufacturer response (as per reporter) for aicd rv lead, aicd rv leadawaiting response.